Event description:
It was reported to boston scientific corporation that a wallstent enteral stent was to be implanted to treat a malignant obstruction in the duodenum during an endoscopic intestinal stent implantation procedure performed on (B)(6) 2025. During the procedure, the stent "shrank into a ball" and was unable to be deployed. Additionally, the device was used past its expiration date. The procedure was completed using a non-bsc device. No patient complications were reported due to this event and the patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0406 captures the reportable event of stent material deformation.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Block h11: a wallstent enteral uncovered stent and delivery system were returned for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed; and the outer sheath was kinked. A functional inspection was performed, the stent was deployed by actuating the delivery system (slide the handle back along the stainless-steel tube) without problems and no resistance was felt. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of stent material deformation and stent failure to deploy. The stent was returned undeployed without damage and it was able to be deployed after functional testing. The investigation concluded that the additional observed damage of outer sheath kinked was most likely due to procedural factors as handling of the device and the technique used by the physician (force applied). Therefore, a review and analysis of all available information indicated the most probable cause of the reported events is no problem detected. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The device was used past its expiry date. The expiration date was january 5, 2025; however, the device was used on february 19, 2025. The device had exceeded the time period recommended by the manufacturer for storage without degradation in quality.

Event description:
It was reported to boston scientific corporation that a wallstent enteral stent was to be implanted to treat a malignant obstruction in the duodenum during an endoscopic intestinal stent implantation procedure performed on (B)(6) 2025. During the procedure, the stent "shrank into a ball" and was unable to be deployed. Additionally, the device was used past its expiration date. The procedure was completed using a non-boston scientific device. No patient complications were reported due to this event and the patient's condition following the procedure was reported to be stable.